Event description:
It was reported that the patient tripped over a stone, fell and fractured right patella on (B)(6) 2007. The right knee was put into a cast and the patient underwent physiotherapy. It was stated that the event was "judged as a device related event." The patient recovered from the event on (B)(6) 2007.

Manufacturer narrative:
Product ID neu_unknown_ext, serial # (B)(4), product type extension; product ID neu_unknown_ext, serial # (B)(4), product type extension; product ID 338728, lot # b0714801k, product type lead; product ID 338728, lot # b0714800k, product type lead.